Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 25ncm of primary stability was achieved, the patient presented bone type IV and immediate load was performed.